Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay was performing within specifications. A review of the growth curves for the unexpected reactive hcv results indicated robust and sigmoidal amplification, consistent with true viral target detection. Internal controls, positive control targets, and negative control internal controls were also robust and sigmoidal, confirming proper assay performance. However, the most likely cause of the unexpected reactive hcv result was identified as potential contamination, which may occur due to deviations from optimal sample or reagent handling or pipetting. It was noted that a high-titer sample with an hcv CT value of 15.7 was processed in the same run as the initial alleged sample, which could have contributed to contamination if suboptimal handling occurred. No issues were identified in the batch trend analysis, product release, stability review, internal non-conformance review, or change record review. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis c virus (hcv) using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. On (B)(6) 2020, a sample with ID (B)(6) was reactive for hcv with a cycle threshold (CT) value of 26.3. The sample was repeated as sample ID (B)(6) and was also reactive for hcv with a CT value of 28.0. The sample was subsequently sent to labcorp for testing, where it was non-reactive for hcv. The specific test method used at labcorp was not provided. On (B)(6) 2020, a new sample from a new draw (ID (B)(6) from the original donor was tested and was non-reactive for hcv. Serology results for all samples were non-reactive for hcv. The transplant associated with the donor occurred on (B)(6) 2020. There were no allegations of harm or complaints related to the transplant.